Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 25 september 2020: lot 152524: (B)(4) items manufactured and released on 5-aug-2015. Expiration date: 2020-07-12. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016. Clinical evaluation performed by medical affairs manager: hip revision performed 5 years after primary cementless total hip arthroplasty in a (B)(6) year old man. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed after 4 years and 11 months after the primary surgery due to stem loosening. The surgeon revised of the stem, head and liner.